Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode required three shocks to convert ventricular fibrillation (vf). Additionally, the s-ICD and electrode exhibited high shock impedance measurements of 140 ohms following shock delivery. An x-ray was performed and the device position was noted to be high. Technical services (ts) discussed the position of the device and high shock impedance measurements can make it harder to defibrillate. Ts recommended further review of x-rays for system placement opportunities. Further review of x-rays noted sub-optimal placement of the device and the electrode. Surgical intervention was undertaken. The device and electrode were successfully repositioned. A 10 joule shock was delivered and successfully converted the patient. This product remains in service. No additional adverse patient effects were reported.